Event description:
Reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf in the patient's eye and the lens tore. The incision was enlarged to remove the lens and was replaced with another collamer lens. No suture needed. It was reported that the lens tore due to being loaded incorrectly into the injector by the technician.